Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72," "bridge test failed," and "pacer fault 117" messages. Complainant indicated that there was no pt involement in the reported malfunction.